Event description:
During an or case using an esu, electrosurgical unit, an open flame appeared approximately 1/4 inch from the outside portion of the monopolar cable plug which was connected into the esu. The flame was smothered and the esu was sent to biomedical engineering for inspection. Biomedical engineering examined the monopolar cable and discovered that the cable was broken near the end that attaches to the esu. The broken ends of the wire arced and eventually burned through the cable insulation. The esu was tested and all results were within specifications.